Manufacturer narrative:
The medium-large clip applier instrument has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the clip installed on a medium-large clip applier instrument detached while the surgeon was attempting to clamp on a tissue bundle. The clip fell inside the patient and was retrieved during the same surgical procedure with laparoscopic instruments. The user completed the procedure using a backup medium-large clip applier instrument with no further issue reported.

Manufacturer narrative:
The medium-large clip applier instrument was received, and failure analysis found the instrument to have the cable crimp from the wrist control cable at the grip hub dislodged. As a result, the cables appeared to be broken but were not. The cable crimp was captured inside the welded grip.

Event description:
Refer to h11 for follow-up information.